Manufacturer narrative:
Device evaluation is not yet completed. A supplemental MDR will be submitted upon receipt of new and/or relevant information.

Event description:
Candela was notified by a doctor from (B)(6) on (B)(6) 2021 that he identified a patient whose vbeam prima treatment resulted in an adverse event. Customer reported that a (B)(6) caucasian female patient had port wine stain treatment to her face, neck, and chest with the vbeam prima laser on (B)(6) 2020. It was reported that there was no patient-specific history/ medication that could have affected treatment. Customer reported that the patient had higher than usual pain symptoms; mother called 2 days post treatment with concerns. Patient developed hyperemic, hypertrophic scars post laser treatment, first documented in photos on (B)(6) 2021 and then again on (B)(6) 2021. Patient sun exposure not reported. Test spot not reported. Customer reported that the patient was treated with "massage and silicone scar care products, without improvement." Customer noted patient has "hypertrophic scars that cannot be expected to return to normal skin." Reported treatment parameters: spot size: 9 mm fluence: 14.5 j/cm2 pulse width: 1.5 ms dcd: high total number of pulses: 439; "at least 10" with marks. The information received indicates a serious injury in which a customer reported that patient experienced an injury resulting in hypertrophic scarring on her neck and chest which may be permanent damage to a body structure or function; therefore, erring on the side of caution, a reportable serious injury will be filed.